Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. Tandem technical support (cts) performed a pump system check and determined the cartridge had been in use past labeling. Cts educated the customer on cartridge labeling. A manual insulin injection was administered to address bg level.

Manufacturer narrative:
Device not returned.